Event description:
Procedure: hysterectomy- reportedly, the dr used the device and the jaw's wouldn't open after only a couple of uses. The device locked on the uterine artery and the dr was worried the seal would tear open when the jaws were pryed off the tissue.